Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the ipg stopped working because the patient had not recharged the device for an extended period of time.

Manufacturer narrative:
Per the device labeling "recharge your ipg within 30 to 90 days after the loss of stimulation, your ipg may lose its ability to be recharged. If your ipg cannot be recharged, it will have to be surgically replaced for you to continue stimulation therapy."